Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to dispense medication from device. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication could not be dispensed from the device. A technical support specialist (tss) remotely accessed the station and restarted the system services, then reviewed that the last station download was outdated. The tss performed a full synchronization without dropping the database and communicated the actions taken via email to the user, after which confirmation was received indicating successful issue resolution and closure. The system functioned as intended after the technical support specialist troubleshot the issue.